Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/ chamber. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging particles in tubing and chamber, particles in airway of device, and the filter is dirty. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dark unknown contaminants on the top enclosure's interior and exterior, air inlet, iso (international organization for standardization) port, sd card flip door, rear panel, and the bottom enclosure. The top enclosure had a deep scratch across it and unknown fiber-like contaminants. A sticker was observed on the top enclosure. In the bottom enclosure, there was a black unknown piece of material. A keratin-like substance was observed on the blower box and blower seal. Some dust-like contaminants were observed on the blower exterior and interior. Evidence of liquid was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Manufacturer cannot confirm the complaint of particles in the tubing in chamber and filter being dirty. (Device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid are updated.